Event description:
It was reported that the right ventricular lead was not used in procedure due to sensing and capture threshold anomaly. A competitor's rv lead was implanted. No additional information available.

Event description:
It was reported that the patient presented for an unrelated procedure. During procedure, the right ventricular lead was capped and replaced due to a previously noted sensing and capture anomaly. No further information was reported.